Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, after firing the jaws would not open. While trying to remove the device, the "dlu" disengaged. No pt injury was reported.